Manufacturer narrative:
G2: country of origin is france g4 510(k)#: please note that this product 9393008int (crescent peek 30x8) is not marketed in the united states; however, it is similar to the united states marketed device 9393008 (crescent¿ spinal system 30 x 8) with 510k(#) k172199. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. ¿this regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion. It was reported that the implant broke intra-operatively. There were no patient symptoms reported. There were no further complications reported regarding the event.